Manufacturer narrative:
Evaluation summary: neither operative notes nor x-rays are available for review. Attempts have been information has been received to date. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Cause cannot be definitively determined. Review of the device history records was not possible as the product and lot numbers required for retrieval were unavailable. It is not suspected tha the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the patient experienced groin pain.